Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air flowed back into the side port issue occurred. The bwi product analysis lab received the device for evaluation on 03-aug-2023. The device evaluation was completed on 09-aug-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed bent marks in the shaft area. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. Then, an irrigation test was performed and no leakage, air, or bubbles were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was not confirmed as the device was returned without detectable damage. The root cause of the bent condition could be related to the excessive force or manipulation of the device during the procedure; however, this can not be conclusively determined. The optimal device performance (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿air flows back into the side port¿ issue. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the ¿ bent marks¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 50000204 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air flowed back into the side port issue occurred. During aspiration of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the hemostatic valve let go air inside. Aspiration to remove any air-bubbles was just possible while closing the hemostatic valve manual by using the thumb and wet sanitary napkins. This happened after transseptal punctures. Procedure could be finished with this carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Procedure could be finished normally. There was no patient consequence reported. Additional information was received. It was not reported that air was introduced into the patient. The physician performed aspiration to eliminate the bubbles. No patient consequence was reported. The patient did not exhibit any neurological symptoms since the procedure was completed. The event was assessed as MDR reportable for air flowed back into the side port issue.